Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked lcd keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up arrow button was not responsive. The customer was unable to bolus and enter their blood glucose as a result. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.